Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the drain tubing had become disconnected from the fitting on the differential waste chamber (vc13). The fse reattached the tubing and the instrument performed without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 20 mls of cleaner/diluent leaked underneath the probe of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer also reported that the instrument was generating 'aperture voltage' errors when the leak was noticed. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.